Manufacturer narrative:
The malfunctioning device will be returned for evaluation as part of the complaint investigation. Upon receipt, it will be investigated. The results of this investigation are still pending and will be reported to the FDA within thirty days of its conclusion via a follow-up MDR.

Event description:
PICC was placed. 5 days later the pump was reading that the PICC was occluded. Once they removed it they couldn't get anything thru it. They run fluids thru them continuously at 1ml/hr with a set amount of heparin. They have been using this product for about 3 years and never experienced this before. No changes in protocols or nursing staff. They attach a prn adaptor to the line.